Manufacturer narrative:
H10. H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection reported defects to the outer case, the functional evaluation found that the device could not be charged due to the dc inlet port being defective, additional testing was not conducted as the device was internally contaminated, the main circuit board and software was corrupted. A relationship between the event reported and the device was established. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed revealing further instances. These instances are being monitored to determine if additional actions are required. This investigation is now complete. The root cause has been determined to be a pump failure. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during treatment renasys touch pump failed to charge. Pump on patient within burns unit, the treatment was completed with another renasys touch and there was no harm or injury to the patient.